Event description:
Patient had a cemented right knee arthroplasty. Ten weeks later, radical debridement with removal of the prosthesis and cement, and insertion of an antibiotic impregnated cement space block was performed. Further surgery was performed for placement of a right subclavian single-lumen cnetral venous catheter for long-term IV antibiotics.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.